Event description:
It was reported that, "the doctor oversized the implant and attempted to insert without properly trailing as requested by rep. Both cages broke at the inserter interface tip during insertion. He then used a smaller, 12mm cage, as suggested by rep, and had no problems inserting into the disc space."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.